Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.